Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/15/2017 with the following findings: on investigation, the pump powered on with a dim/faded/discolored display screen. There was no evidence of the alleged moisture behind the display screen. There was moisture contamination found in the battery compartment and on the returned battery cap. Leak testing confirmed moisture ingress into the pump¿s interior compartment through a crack in the battery compartment. Investigation confirmed the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the display screen was dim and there was moisture behind the display. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.